Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally disclosed by the clinic that the patient's symptoms were unrelated to the ipg device function and no action was taken. The patient continues to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing irregular heartbeats for several days after physical training using a power plate. There was suspected interference with the implantable pulse generator (ipg) when use of the power plate. The ipg remains in use. No further patient complications have been reported as a result of this event.